Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited a critical battery alarm when the battery was at greater than ten percent battery. The battery is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the battery exhibited a critical battery alarm with the battery not less than 10% relative state of charge. The battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to communication errors involving. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.